Event description:
Caller reported a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information, and the caller was guided through the pump reset process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.